Event description:
A surgeon reported over-corrections and under-corrections, after lasik surgery. Reporter noted these cases were left eyes, 'mainly male, very nervous, and intraoperatively non cooperative'. Upon further follow up, a site representative informed three eyes were affected. This report will follow the third pt's right eye, which based on post operative status provided reflects an overcorrection.

Manufacturer narrative:
During the on-site investigation, the field service engineer performed a system verification and confirmed that the system was within specifications. System history showed that the laser verified successfully prior and after the date of event. System logfile review showed no abnormalities that could have contributed to the reported event. The calibration targets were returned and evaluated and no errors were seen. A review of the case showed that the pt involved in this reported event had multiple interruptions during the treatment, which caused the eye to have the flap opened longer than expected. Multiple interruptions could have influenced the ablation, possibly impacting surgical surface dehydration, fluid retention, and manipulation during treatment continuation. The service engineer observed, while on site, that the operating theater's temperature was measured at the lowest range, recommended for use, by the thermometer near the doors. It was also observed that the air conditioning system and it's control was outside the operating theater and cooled the operating theater directly over the laser system. The surgeon was notified of this observation, and a recommendation was made to set the laser room temperature at a warmer level. The surgeon responded that the control device for the air conditioning system would be moved into the operating theater and that the temperature setting would be changed. A root cause could not be determined, as the laser was found to be operating within specifications and the reported event could not be conclusively linked with the temperature in the room or the multiple interruptions which happened during surgery for this case. (B)(4).